Event description:
Reporter alleged he attempted to obtain his blood glucose levels on his compact system when he began feeling dizzy and lightheaded, but couldn't because it didn't have any power. Reporter stated that he called his dr and went in to the office. Reporter stated that his dr found glucose in his urine, obtained a result of 290 mg/dl, and treated him with an insulin injection. Reporter stated the dr also doubled his glyburide medication to 5 mg twice daily. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.